Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle broke. The surgeon removed the broken portion without any patient injury and applied another device to complete the procedure.